Manufacturer narrative:
Patient sample was requested for investigative testing; however, could not be provided. No anomalous growth curves were observed when the customer data was reviewed. A retain kit was tested and met all specifications. There is no indication of harm or serious injury. It is possible that this patient is an elite suppressor, who is able to keep viral loads of (B)(6) low in their bodies naturally. No information about the (B)(6) genotype was provided. The (B)(6) v2.0 test expt-ivd UDI number is: (B)(4). The equivalent us-ivd (B)(6) v2.0 test material number is (B)(6). (B)(4).

Event description:
Two "target not detected" (tnd) (B)(6) test, v2 results were generated for a patient in (B)(6), who was (B)(6).